Manufacturer narrative:
Upon triage, the service tech followed up with the customer for additional information. The customer clarified that he shut down the unit after observing the feed error multiple times; the unit did not shut down on it's own. Based on this information, this event is not considered reportable. No additional reports will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states that during testing the unit had an is shutting off.